Event description:
It was reported that a health care provider conducted a patch test on a female patients abdomen on the opposite side of the stoma which resulted in irritation under the stomahesive barrier and tape collar. No additional information is available. Patient outcome was not provided.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.